Event description:
Edwards lifesciences received a report of a 23mm sapien 3 transcatheter heart valve with paravalvular leak and calcification that was subsequently explanted. As reported from the field clinical specialist, approximately 3 years post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was suspected of having hypoattenuated leaflet thickening (halt). The device was explanted, and a surgical valve was implanted. Per the surgeon, "the leaflets were not calcified", but the valve was "ovalized / not fully expanded". Medical records were received. Approximately 2 years and 5 months post implant of the 23mm sapien 3 ultra valve, patient was placed on anticoagulant medication for partial thrombosis of prosthetic wall/pannus formation. Five months later, the patient reported dyspnea with exertion. The echo shows aortic prosthesis appeared to be thickened with minimal leaflet movement and anterior portion of valve is partially unseated versus possible anteriorly shifted into the outflow tract with moderate paravalvular regurgitation and severely increased gradient. Per the medical record, "aortic prosthetic gradients have continued to increase prematurely with critical aortic prosthetic stenosis and possible shifted tavr valve." The patient underwent redo aortic valve replacement using a 23mm edwards surgical valve. Explant operative report stated the valve was extensively calcified and well incorporated.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl cannot be determined based on the information available. However, it is possible that procedural factors (reported observation by the surgeon that the valve was "ovalized / not fully expanded") may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined for any abnormalities and the following was noted: frame was deformed/distorted. Calcification on leaflets observed under x-ray. Due to the nature of the event, no functional or dimensional testing was performed. Image of the device upon explant was provided, and it was noted that the valve appeared distorted/deformed due to explant. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The sapien 3 ultra valve calcification resulting in valve explant was confirmed based on returned device and medical record provided. Available information suggests patient factors (hyperlipidemia, diabetes mellitus) likely contributed to the event as patient has a medical history of hyperlipidemia, diabetes mellitus type ii (dm ii) . The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.